Manufacturer narrative:
(B)(4). (Patient codes only), were updated to reflect the additional information received. The additional patient code is in addition to the patient code that was initially reported. The additional information noted that the patient expired, but it did not specifically state a date of death. Therefore, no date was added next to the death box.. This is one of three device reports related to this event. Manufacturer report numbers are 1225714-2014-06665, 1225714-2014-06666 and 2937457-2014-01759. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient subsequently expired.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.